Event description:
It was reported that the patient received inappropriate therapy for atrial fib with rapid ventricular conduction. Low lead impedance was observed. Further charge attempts were aborted. The lead and device were explanted and replaced.